Event description:
It was further reported that the lesion being treated was a calcified lesion in the ostial left anterior descending coronary artery. The wire was inserted through a metal entry needle. The wire fractured while it was positioned inside of the guiding catheter. The fracture resulted in a complete separation. The pt was asymptomatic during this event. A maverick monorail 3.5/15 mm balloon was inflated to secure the wire fragment in the guide for removal. The guide and wire fragment were then removed from the body. The procedure was successfully completed with another pt graphix guidewire.

Event description:
It was reported that during a ptca treatment procedure, the pt graphix guidwire snapped at the mid-shaft section, inside of the pt, in what appeared to be a transition position. The pt graphix guidewire was successfully removed with the use of a balloon. No pt injuries or complications were reported. Pt status is reported as 'good'.